Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient presented with herniated disc at l4-5 and radiculopathy at l5-s1. Patient was treated from levels l3-s1, dynamic treatment at l3-4 and rigid treatment at l4-s1. Patient was implanted with hardware on (B)(6) 2011. Reportedly in (B)(6) 2012 (unspecified date), patient presented with light pain and x-ray taken (unspecified date) revealed broken screws. It was reported the n-flex rods are okay. A decision was made to remove the broken screw at l3 bilateral. S1 disease, patient with no problems and clinically without any issue reported. Patient was returned to the operating room on (B)(6) 2013, for removal of hardware. This report is for an unknown screw. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients ID was reported as: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.